Event description:
It was reported that the patient had inadequate pain relief despite of optimizing the program. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively, and the leads remain implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7079557, UDI: (B)(4).